Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) at the one day postoperative visit. The topical steroid drops were increased, dlk resolved with treatment and visual acuity was not effected. This report references the patient's left eye. An additional report will be filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).